Event description:
The initial attorney report alleged explant of composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005, repair of incisional hernia with composix kugel mesh, abdominoplasty, and excision of right sided abdominal wall schwannoma. Reportedly, there were multiple adhesions of small bowel and colon to the hernia. Two loops of small bowel were found densely adherent to, and taken down from the prior incision and three small areas of serosal tears were reinforced. (Note: see MDR 1213643-2007-00085 for info regarding this composix kugel mesh). Ni/ni/2006, presents with persistent llq abdominal pain. Multiple workups including CT's and colonoscopy show no obvious evidence of her pain. On exam she does have a moderate amount of scar on the lateral aspect of the abdomen. On (B)(6) 2006, excision of composix kugel mesh, lysis of adhesions, and incisional hernia repair with flat mesh. Reportedly, the composix kugel mesh appeared to be contracted, the ring was not broken but the mid portion of the mesh was contracted causing exposure of the edge and the polypropylene portion of the mesh. Reportedly, there was small bowel adhered to the abdominal wall on the right side and deep into the pelvis. On (B)(6) 2009, the pt has "pulling and pain" and desires to have the mesh removed and replaced with a biologic graft. Presents for excision of flat mesh and placement of a non-bard graft.

Event description:
The initial attorney report alleged explant of composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005, repair of incisional hernia with composix kugel mesh, abdominoplasty, and excision of right sided abdominal wall schwannoma. Reportedly, there were multiple adhesions of small bowel and colon to the hernia. Two loops of small bowel were found densely adherent to, and taken down from the prior incision and three small areas of serosal tears were reinforced. (Note: see MDR 1213643-2007-00085 for info regarding this composix kugel mesh). Ni/ni/2006, presents with persistent llq abdominal pain. Multiple workups including CT's and colonoscopy show no obvious evidence of her pain. On exam she does have a moderate amount of scar on the lateral aspect of the abdomen. On (B)(6) 2006, excision of composix kugel mesh, lysis of adhesions, and incisional hernia repair with flat mesh. Reportedly, the composix kugel mesh appeared to be contracted, the ring was not broken but the mid portion of the mesh was contracted causing exposure of the edge and the polypropylene portion of the mesh. Reportedly, there was small bowel adhesed to the abdominal wall on the right side and deep into the pelvis. On (B)(6) 2009, the pt has "pulling and pain" and desires to have the mesh removed and replaced with a biologic graft. Presents for excision of flat mesh and placement of a non-bard graft.

Manufacturer narrative:
Initially, one event of an alleged explant of composix kugel mesh was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. Based on the info available at this time, no definitive conclusion can be made. This pt has a history of multiple abdominal surgeries and intra-abdominal adhesions. It appears the flat mesh was excised upon the pt's request due what she described as "pulling and pain." There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. There is no indication in the medical records that a device failure occurred. If add'l event and/or eval info is obtains, a follow up MDR will be submitted.

Manufacturer narrative:
Initially, one event of an alleged explant of composix kugel mesh was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. Based on the info available at this time, no definitive conclusion can be made. This pt has a history of multiple abdominal surgeries and intra-abdominal adhesions. It appears the flat mesh was excised upon the pt's request due what she described as "pulling and pain." There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. There is no indication in the medical records that a device failure occurred. If add'l event and/or eval info is obtains, a follow up MDR will be submitted.